Event description:
It was reported that during hemodialysis therapy with an ak 98 machine, the patient turned pale, was sweating profusely, and the blood pressure was measured at 78/52 mmhg. It was observed that the machine's ultrafilter u9000 leaked; however the device was within the "valid usage period". Treatment was discontinued and the extracorporeal blood was returned. The patient received fluid replacement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.